Event description:
The device was removed due to a "leak near right connectror." The entire device was removed.

Manufacturer narrative:
The device was received and evaluated and by the MFR. During functional testing a leak was observed in the serialized tubing near the distal connector. General observation and microscopic examination of the device was performed. Both pump outlets were received bent anteriorly and inferiorly from the strain relief to the distal connector. Then from the distal connector to the tubing end, the tubes were received bent posteriorly. Both tubes, therefore, had a "s" -shaped appearance. Abrasion was located at the strain reliefs of both outlets on the anterior surface. Examination of the leakage site showed cross sectional tubing surfaces that were rough and irregular, indicating a tubing tear. Based on the received info and qa's evaluation, qa concludes the following: 1) a leakage site was observed and was a result of a tubing tear. This leakage was the reson for removing the device. 2) based on the position of the received device and the pattern of abrasion, the device was twisted and partially kinked while in-vivo. This positioning in conjunction with device usage over time, contributed sufficient stress to tear the device material.